Event description:
Reference number: (B)(4). Event occurred in united states. It was reported on 17-sep-2024 that the patient encountered kinked cannula issue within 3 or more hours after insertion which led to high blood glucose level. The customer addressed the high blood glucose by correction injection via mdi. The infusion set was inserted in abdomen. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient regularly rotated the site location. Patient also admitted hospital and received IV fluids as a treatment. The trace ketones were also present. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.